Event description:
It was reported, the subject device presented no image after turning on. The issue occurred, during the cleaning and disinfection of a diagnostic endoscopic procedure. The procedure was completed successfully using the same set of equipment with no surgical delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no device problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented no image after turning on. The issue occurred during the cleaning and disinfection of a diagnostic endoscopic procedure. The procedure was completed successfully using the same set of equipment with no surgical delay. There were no reports of patient harm.